Event description:
It was reported that the customer's pump has been losing 3-5 minutes of time every few days. The customer would then readjust the time. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.